Event description:
False negative result(s): per the complaint, the customer reported false negative results for flu a but did not provide a comparator method or a doctor's diagnosis. The customer reported no user error, and no l/n was provided. The condition of the test cassette is unknown. No investigation can be conducted since no l/n or customer contact info was provided. The event is judged by ra to be reportable as a potential performance issue, but the chance of serious injury is low following proper testing procedure.

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.